Event description:
Customer called lfs in 8/2002 alleging that the meter had missing segments. First noticed the issue in 8/2002 and explained the hundredth digit missing when comparing the meter result to the ER meter result. They had been feeling dizzy, weak and sweaty around 7:00 am, had some orange juice at 8:00 am, drove self to the ER where they obtained a "346 mg/dl" result and obtained a "46 mg/dl" on the meter. Customer was treated with insulin and sent home. Customer explained they never had any adverse events or serious injury because the issue was noticed right away. Meter was replaced because the issue was not resolved.